Event description:
User facility reported that the outer plastic sheath was breaking when the stylet was bent. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.